Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2017 the device was successfully explanted and replaced. No additional information was reported.